Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported impact to blood glucose. Customer declined tandem technical support's offer to troubleshoot. No additional information was provided.